Manufacturer narrative:
Date sent: 06/17/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a radical cystectomy procedure, it is reported that the instrument misfired. The staples remained in the cartridge. This occurred with two consecutive cartridges. Bleeding occurred due to these difficulties-pt required transfusion: 4u rbc & 4u ffp. Surgery was prolonged 15 mins. The case was finished by hand sewed staple line. There were no other reported pt consequence.